Event description:
An endurant stent graft system was implanted for the endovascular treatment of a greater than 5cm in diameter abdominal aortic aneurysm. It was reported that a follow-up CT discovered that the stent graft was inaccurately implanted approximately 1.5cm below the renals. The inaccurate delivery was most likely due to parallax obscuring the angulation of the neck, which made it look like the stent graft was being implanted at the level of the renal arteries, even though it was not. The CT also revealed what at first appeared to be a type I endoleak, which required placement of a cuff; however, after inserting the wire but prior to implanting the cuff device, additional imaging revealed that the supposed endoleak was actually a saccular juxtarenal aneurysm that was not filling the sac. Future treatment is planned and the patient will most likely receive a fenestrated graft, as they are not a candidate for open surgery. No clinical sequelae were reported and the patient is being monitored. Film review analysis: review of cta¿s 5 days post-implant revealed that the endurant bifurcate was positioned approximately 5 ¿ 10mm below the lowest left renal artery. The aortic body and neck was angulated 50 deg a-p to the iliac limbs. The stent graft proximal od measured 29mm l-r. The ipsi limb and extension were positioned within the right common iliac artery, and the contra limb and extension into the left external iliac artery. The max diameter aaa measured 9cm l-r. The distal right limb od measured 17mm, and the max diameter left common iliac artery aneurysm diameter was 32mm. The limbs were patent. No endoleak or other stent graft issues were observed. Review of cta¿s 8 months post-implant revealed that the endurant bifurcate was positioned approximately 10mm below the lowest left renal artery. The aortic body and neck was angulated 55 deg a-p to the iliac limbs. The stent graft proximal od measured 35mm l-r. Areas of thrombus were seen within the bifurcate aortic body. The max diameter aaa measured 6.7cm l-r; no endoleak was seen. Both limbs were patent. Review of cta¿s 32 months post-implant revealed that the endurant bifurcate was positioned approximately 10mm below the lowest left renal artery. The aortic body and neck was angulated 65 deg a-p to the iliac limbs. The contra limb is more angulated (within the sac) compared to earlier studies. The stent graft proximal od measured 37mm l-r, and the aortic diameter at that level is 42mm. Areas of thrombus were seen within the bifurcate aortic body. The max diameter aaa measured 6.7cm l-r. There is contrast outside the proximal stent graft margin, but no clear endoleak was seen within the aaa sac. Both limbs were patent. Review of cta¿s 44 months post-implant revealed that the endurant bifurcate was positioned approximately 10mm (1.5 to ca+) below the lowest left renal artery. The angulation between the aortic body/neck to the iliac limbs could not be measured (no images in a-p). The stent graft proximal od measured 37mm l-r, and the aortic diameter at that level is 44mm. Areas of thrombus were again seen within the bifurcate aortic body. The max diameter aaa measured 7.3cm l-r. There is contrast outside the proximal stent graft margin; greater amount as compared to the previous studies. Both limbs were patent. The right common iliac od measured 24mm, and the max diameter left common iliac artery aneurysm diameter was 34mm. The exact cause of the aneurysm expansion could not be determined from the images provided. However, it does appear that there has been disease progression with expansion of the neck near the level of the proximal stent graft margin, which has led to lack of radial apposition with the proximal neck. There also appears to have been increased neck and limb angulation during the implant duration. Low initial placement of the bifurcate may have also contributed. Although this endoleak may not be visible within the sac, it is possible that there may be pressurization from this location into the sac. The cause of the slight thrombus seen within the bifurcate aortic body could not be determined.

Manufacturer narrative:
(B)(4).